Manufacturer narrative:
Date of event not provided by the complainant. Product name not provided by the complainant. Product common name not known due to product unspecified by the complainant. Product expiration date not known as lot number not provided by the complainant; product catalog number not known as product unspecified by complainant.: surgeon name not provided by the complainant. A 510(k) unknown as product was unspecified by the complainant. Product manufacture date not known as lot number not provided by the complainant. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this report has included a review of the claim allegations. A review of the cbi complaint system. All other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the unspecified surgisis biodesign product's performance and the alleged injury remains unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up to this MDR will be filed.

Event description:
The patient was reportedly implanted with an unspecified surgisis biodesign graft and an ethicon tvt on (B)(6) 2009 to treat her stress urinary incontinence during surgery performed in montgomery, alabama. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery. The following information was not provided by the complainant: specific information of the alleged injury. Specific information regarding whether intervention was performed. Specific information regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current patient status.